Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "just notified of vascular complication, patient developed foot drop (r) post op immediate or pod 1. On pod 2 developed acute limb ischemia (r). Underwent thrombectomy on 10/18 (r)sfa underwent hematoma excavation on 10/20."

Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73b2400960 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following a tavr procedure, an 18f manta was deployed for closure. Post-op day one the patient developed a foot drop on the right side. On post-op day two the patient developed acute limb ischemia of the right side. The patient was transferred to surgery for a thrombectomy of the right superficial artery. Post-op day four the patient underwent a hematoma excavation; the patient outcome post-procedure was fine. Without the device to evaluate, the probable root cause could not be determined from the available information. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "just notified of vascular complication, patient developed foot drop (r) post op immediate or pod 1. On pod 2 developed acute limb ischemia (r). Underwent thrombectomy on 10/18 (r)sfa underwent hematoma excavation on 10/20."